Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. How long was the delay? A few minutes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. H3 evaluation: the product was returned to ethicon for evaluation. One detached needle and one suture piece outside its packaging were received for analysis. Product code . During the visual inspection of the detached needle, the swage area and hole were noted with marks probably caused by a surgical instrument. There were remnants of the suture in the needle hole. The received suture was inspected, and one of the extremes was noted to be cut probably caused by a surgical instrument. Also crimping marks were noted as well near the cut area as part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a pacemaker procedure on (B)(6) 2024 and barbed suture was used. They were using 2-0 barbed suture, and were closing up the deeper layer, under zero tension, he went for a throw and the suture broke off the needle from the swage. The needle had to be fished out and they opened another device to complete case. Caused small delay in procedure. No patient harm. Device is available for return. Additional information has been requested.